Event description:
It was reported that the patient underwent a gynecological procedure and mesh was used. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Lawyer-filed report (B)(6). The patient underwent mesh implantation in order to treat urinary incontinence, recurrent cystocele and vaginal vault prolapse. It was reported that the patient had the concurrent procedures of laparoscopic/vaginal repair of pelvic support defect, uterosacral vaginal suspension and cystoscopy with stent placement performed during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, extrusion, bleeding and vaginal scarring. It was reported that patient underwent mesh excision for erosion, pain and bleeding on (B)(6) 2006. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent the surgical procedure on (B)(6) 2004.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that patient underwent laparoscopic vaginal repair of pelvic support defect, uterosacral vaginal suspension, cystoscopy with stent placement to treat cystocele and vaginal vault prolapse.